Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the hakim valve was received for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve passed the test for programming, occlusions, leak, reflux, and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. No occlusion was noted during the investigation of the valve.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a blocked hakim valve. The valve was implanted on (B)(6) 2018 to treat hydrocephaly after posterior cranial fossa astrocytoma. Following MRI of the head, they tried to set up the valve without success and this is how they discovered that the valve was blocked. On (B)(6) 2021, revision surgery was performed to remove defective valve and replace. Patient is well after removal/replacement of the valve.